Manufacturer narrative:
Product event summary: the full lead was returned, analyzed and analysis was performed and no anomalies were found.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4)

Event description:
It was reported that during implant the lead had high impedance. Additionally, the stylet was difficult to inset and extract from the lead body. The lead was not implanted and another lead was used. No patient complications have been reported as a result of this event.